Event description:
Dr placed the luge wire into the copilot and fed it up into the l diag and used a balloon to dilate removed the balloon with no issue. Patient was stented with a 3.0x24 synergy stent, after flow of the vessel was still slow, luge was removed, and a little resistance was noticed during removal. However, upon removal, the doctor suspected that the tip of the distal wire got stuck on the distal portion of the stent and a small part of the luge wire was left in the vessel. It was the stented again with a 2.75x20 stent and the small piece was trapped between the wall and the stent so it would not move.